Event description:
During entire flight, blood sugars were high above 180 and did not decrease which resulted in giving insulin doses multiple times to try to lower high blood sugars and upon landing went severely low - below 50 and was incapacitated for some time after flight.